Event description:
Customer reported the system intermittently would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor cart cable. System operates as intended.